Event description:
A customer called beckman coulter regarding an erroneously elevated accu tni result that was generated by a unicel dxi instrument. The accu tni result from 2004 was 2.15 ng/ml. The elevated result was reported out of the lab. The pt was admitted to the cardiac care unit (ccu) for observation [seen in the e.r. For chest pain]. The lab retested the original pt sample the next day for accu tni and the result was 0.01ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.